Event description:
It was reported that this right ventricular (rv) lead has dropped out of the patient's heart. Boston scientific technical services (ts) stated that one of the conditions for a magnetic resonance imaging was no evidence of fractured lead or compromised pulse generator to lead integrity. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.